Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the lv lead was capped and replaced due to high thresholds and dislodgement. No patient complications were reported as a result of this event. The device was returned to the manufacturer due to eri (elective replacement indicator), analyzed and subsequently tested out of specification.